Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, withdrawal difficulty, filterwire fracture and filterwire embolization occurred. The physician was treating a possible 95% in-stent restenosis in the moderately tortuous, non-calcified saphenous vein graft (svg) to the right coronary artery (rca), where multiple non-bsc stents were previously implanted. The lesion was predilated with a 2.5x15mm balloon. The physician put the filter wire in the lesion and deployed two taxus liberte stents, which went fine. When retrieving the filter wire, the physician had difficulty getting the retrieval sheath over the filter wire. The filter wire was partially in the retrieval sheath and as the sheath was pulled back, it became stuck on the previously implanted stent struts. The physician pulled harder and the filter hoop separated from the wire at the proximal portion of the vein graft, about 20mm from the ostium of the vent graft. The physician attempted multiple snares and different techniques, but was unsuccessful in retrieving the filter hoop. The stents remained in place and the physician does not feel the liberte stents caused the problem. Post the procedure, the filter hoop was crushed using a taxus liberte stent. The pt is doing well.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.